Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he used to be able to upload to carelink and since he had his computer updated, he needs help uploading again. Customer stated that he can't read the screen due to scratches on the lcd screen. Customer reported that the scratches are from normal wear and tear. Customer reported that the pump is functioning as designed as far as he knows. Customer was able to successfully upload after correcting the time on the pump. Customer was advised that the pump will need to be replaced due to the scratches. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.